Manufacturer narrative:
H3: the customer has indicated the complaint sample will be returned to viant for evaluation but has not yet been received to date. Once the complaint sample is received, it will be investigated and a follow-up medwatch 3500a emdr will be submitted. G2: complaint information provided by distributor, zimmer biomet. Complaint source is foreign as event occurred in canada.

Event description:
It was reported during an unknown patient procedure that while reaming the acetabulum the reamer shaft wasn't stable and was wobbling. No consequences or impact to patient.